Manufacturer narrative:
The reported event of setscrew could not be tightened could not be confirmed. Analysis revealed the setscrew was removed from the device in the field and not returned for testing. No analysis can be performed without the setscrew on why the setscrew could not be tightened.

Event description:
It was reported that during an implant procedure, the pacemaker set screws were unable to be tightened, and the pacemaker could not be connected to the leads. The pacemaker was not used and another pacemaker was used to successfully complete the procedure. The patient was stable throughout.